Manufacturer narrative:
(B)(4). The explanted valve has not been returned for evaluation; therefore, the reported event cannot be confirmed. However, it has been determined that the suture looping in this case was due to procedural related factors. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and may require subsequent re-intervention. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a pericardial mitral valve, implanted three (3) days, was explanted due to suture looping. The patient was found to have acute prosthetic mitral regurgitation, requiring redo-mvr. During explant, there appeared to be tethering of the anterior leaflet. Another edwards pericardial mitral valve was implanted. Follow-up echo confirmed good function of the valve. The valve was well seated with no mitral regurgitation or perivalvular leak. Post-operatively, the patient had a complicated recovery. The patient's son decided to make the patient dnr and the patient expired. Discharge diagnoses: septic shock, cardiogenic shock, pea arrest, acute renal failure, encephalopathy, respiratory failure, thrombocytopenia, coagulopathy, transaminitis.

Manufacturer narrative:
Device evaluation: the device was returned to edwards for evaluation. Suture track indentations were observed on leaflet 2 and on the free margin of leaflet 1 near commissure 2. This indicated the suture was looped around commissure 2. Suture holes were visible around the sewing ring. Leaflet 1 had a cut of 4mm on the cusp region near commissure 1. Leaflet 2 had a cut section of 5mm x 12mm. Leaflet 3 had a cut section of 4mm x 12mm. The cuts had a smooth and straight edge. The cut leaflet fragments were not returned. X-ray demonstrated wireform intact. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Customer report of suture looping was confirmed. Based on the information received surgical technique likely contributed to the event.

Manufacturer narrative:
(B)(4).

Event description:
The leaflets did not appear to be coapting centrally. The valve was well seated with no mitral regurgitation or perivalvular leak. The patient tolerated the procedure well. The patient was transported to intensive care unit in critical condition.